Event description:
It was reported that, after undergoing unicondylar knee replacement in 2022 due to gonarthrosis, the patient suffered from a abnormal swellings and friction phenomena. X-rays showed that the inlay had displaced and metal loosening had occurred in the knee joint. In addition, according to the surgeon, a metallosis has developed in the knee. This adverse event was addressed by conducting a revision surgery in (B)(6) 2024, during which, given that the soft tissue were still normal and bone structures were completely intact, a new primary prosthesis was placed in exchange. They deliberately opted for an unspecified, high-quality bearing system to prevent wear in the coming years in this patient. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, a review of the instructions for use documents for knee systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).